Event description:
A malfunction alarm was reported with a tandem pump, indicated by malfunction code 16. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy, and technical support arranged for a replacement pump.